Event description:
It was reported that a patient underwent a spinal fusion procedure to correct kyphosis. An unknown time post-operatively the patient presented with pain; x-rays showed that the rod on the lower end of the construct between l5 and s1 was broken. Revision surgery was completed and new rods were implanted. No further details are known at this time.

Manufacturer narrative:
Analysis of the returned device shows that no defect was found at the level of the breakage. The rods show typical metal fatigue damaging due to overload. The origin of the overload can't be determined with the provided information. However, the breakage occurred at the most loading area (between l5-s1) in a long construct from t6 to iliac (long bending lever arm from t6 to l5-s1 area).

Manufacturer narrative:
(B)(4). The device has been returned to the manufacturer for evaluation. Analysis results are not available at the time of this report. A follow-up report will be sent when the analysis is complete. X-ray images received show a long segmented solera construct from t thoracolumbar to lower pelvic. Rods are broken bilaterally below l5 screw and iliac screw. A review of the device history records for this device did not reveal any non-conformances to specification or deviations in procedure which might contribute to the reported event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.